Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with pseudo fusion, functional loss of capture, and post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Device was reprogrammed to address the issues. Patient condition was stable after the event.